Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer plate lens but the lens tore. There was no pt contact or injury. The reporter stated it was unknown as to why the lens tore.